Event description:
Called and stated that customer was hospitalized because the pump was not delivering insulin. Customer was hospitalized due to high blood glucose. Troubleshooting performed for error alarm and found that pump alarmed when empty. Since relative currently at the hosp, relative didn't have a brush that relative could clean the lead screw with.